Event description:
It was observed that during the device evaluation, the subject device probe was cracked at 16.20 mm from the distal end of the probe, the tissue pad in the grasping section was worn away and the coating of the probe was partially peeling. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.